Event description:
Pyogenic arthritis/pain in right knee [arthritis bacterial]. Pain in right knee [arthralgia]. Right knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 (additional information was received on (B)(6) 2013) from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis (kellgren) and lawrence grade 3 in right and grade 1 in left knee). The patient's medical history was significant for previous medical device implantation with first course of synvisc ((B)(6)2012; 2ml in left knee). On (B)(6) 2013, the patient initiated treatment with second course synvisc injection (hylan gf-20) at a dose of 2 ml in right knee (frequency not provided). On (B)(6) 2013, the patient had second injection of synvisc into right knee. It was reported that, prior to the third injection of synvisc, no skin disease around the injection site, no intra-articular infection, inflammatory symptoms or fluid retention was observed. On (B)(6) 2013, the patient had third synvisc injection into right knee (external suprapatellar of right knee). On (B)(6) 2013, the patient had pain in right knee and 40 ml of joint fluid was aspirated from the knee. The patient also developed pyogenic arthritis. The patient was transferred to another hospital and was hospitalized. The same day, patient's culture test and crystal test was negative and the patient initiated treatment cefamezin (cefazolin sodium) at a daily dose of 2 g for right knee pain and pyogenic arthritis. On (B)(6) 2013, treatment with cefamezin was completed. On (B)(6) 2013 culture test was again negative. On (B)(6) 2013, the patient was discharged from the hospital and the event of pyogenic arthritis resolved. The outcome for the events of pain in right knee and right knee effusion was not provided. Concomitant medications included tramcet (paracetamol). The intensity for the events of pyogenic arthritis was severe and for pain in right knee and right knee effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of pyogenic arthritis as possible and did not provide a causal relationship of synvisc with right knee effusion and pain in right knee.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.